Event description:
It was reported by service report that the brakes would not engage. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: steer cable was positioned such on top of one of the brake pedals, thereby causing that pedal to be unable to reset into the full upward position. Conclusion: steer cable positioned correctly.